Event description:
Rec'd christensen all metal tmj implants bilaterally over 11 years ago. Now suffering from severe foreign body reaction. Bite doesn't close, must survive on a liquid diet since jaw is no longer functioning, constant fevers, high blood pressure and has lost a lot of weight. Also experiencing auto-immune problems such as fibromyalgia, chronic fatigue syndrome, connective tissue disease and arthritis.